Event description:
Additional information was received from the manufacturer representative (rep) reporting that no cause has been determined for the out of range impedances. No more information was known about the patient, therefore, the pain can be considered relieved for now. The rep will report if there is any more claim from the patient or if the physician decides to change the lead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the lead was partially out of service. During programming maintenance, the rep noticed a lot of impedances (7 electrodes on canal 8-15) were out of service. Initial pain (left leg) was well covered with stimulation but it was impossible to cover the new pain (right leg) with the stimulation. It was noted that they are not able to know when this issue occurred. However, the patient had lot of spine surgical interventions and did lot of MRI (whereas the implanted material was not MRI compatible). On (B)(6) 2023, they tried a new stimulation program (with high density). It was unknown if the issue was resolved at the time of the report. It was noted that surgical intervention occurred. The details were that the patient was implanted with spinal cord stimulation (scs) therapy a few years ago for left leg pain. She had a surgical intervention of the spine the (B)(6) 2023 and a new pain in her right leg appeared. During this surgical intervention, the ins has been replaced (with the 97715). The patient status at the time of the report was alive with no injury. Additional information was received from a manufacturer representative (rep). It was reported that the mdt device or therapy was not causal or contributory with respect to the "new pain in her right leg". It was also reported that the mdt device or therapy was not causal or contributory with respect to the surgical intervention of the spine on (B)(6) 2023; the surgical intervention of the spine occurred at the same time as the replacement of the ins (the (B)(6) 2023). It was also reported that the mdt device or therapy was not causal or contributory with respect to the report that "the patient had lot of spine surgical interventions". It was noted that the last spine surgical intervention (executed on the (B)(6) 2023 too) might have had an impact on the device/therapy performance but it cannot be determined. The "lead 39565 partially out of service" was referring to the impedances out of service issue. The rep reported that some impedances are very high (>30 000 ohms) and some impedances are out of range (>40 000 ohms). The cause of the "impedances out of service" was not determined. The ins was reprogrammed to provide a new stimulation waveform. This might relieve the pain of the patient in a few weeks. If so, no further actions will be planned. If not, then the surgeon will decide further actions later. It was unknown if the issue has since been resolved. The spinal cord s timulation (scs) therapy devices were not implanted to or intended to cover the new pain in the right leg; initially the scs therapy devices were implanted to cover only the left leg pain. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
Continuation of d10: product ID 39565 lot# serial# unknown implanted: explanted: product type lead product ID 37081 lot# serial# unknown implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37081, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: france medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.